Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include nausea, vomiting and stomach pain. Once at the hospital the patients pod was removed. The patient had a computed tomography (CT) scan performed as well as a urine analysis. The patient was treated with intravenous fluids as well as insulin. The patient was prescribed omnicef . The patient was discharged from the hospital after 4.5 hours. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.